Event description:
A surgeon reported that a knife blade was completely blunt and the tip was slightly bent prior to surgery with no pt contact. Add'l info was requested, but none was rec'd. Based on eval of the returned samples, it became evident that the reported knife had been used due to the presence of possible surgical residue on the returned blades.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a bent tip or damaged cutting edge were found during the DHR review and the product was released according to acceptance. Two open samples were returned. This complaint sample was shipped together with another sample. There was no way of separating which sample belongs to this file. Eval of the samples showed the following results: it appears that both products may have been used due to the presence of possible surgical residue on the blades. Visual examination using 10x magnification, found that both have damaged cutting edge and one of the sample had a lightly bent tip condition. How or when the blades became damaged and cannot be determined. It is unlikely that the damage occurred during the mfg process. The damage to the returned samples are consistent with damage that can occur when the blades contact another surface. There is evidence that the samples may have been used. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitoring during the finishing process to ensure the sharpness of the product. (B)(4).